Event description:
On february 13, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported "the readings from her sg are around 10 points off from the bg fingerstick". The case was escalated to the next level of support for additional review. An additional review revealed that there is no indication of an issue with the system at this point in the life of the sensor. Bg values entered as calibrations fit sg trends well, with occasional differences due to lag. Some instances were observed where there are gaps in glucose data due to calibration past due and expired. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system (dms) indicated that the system was working within expectations. Overall, bg values met the sg trends well, considering the expected lag between bg and sg inherent to the sensing technology. The review also included several gaps in data, most of the time due to transmitter disconnections and calibration being expired. A complete assessment of the system performance could not be conducted due to many gaps in data, however, the last calibration was closely aligning with the sg reading. The user was educated about the inherent lag and advised to continue using the system, calibrating when requested, including the importance of performing proper calibrations on time. Dms review confirmed the system was current with active use.